Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned in the bio-hazard plastic bag with the rotablator plus device for the related complaint. The wire inside the rotablator device has numerous body bends and twists. An attempt to remove the rotawire for the rotablator device was unsuccessful due to the wire being bent. The proximal end of the body was bent and twisted. The distal tip was stretched. Dimensional inspection of the overall length, the outer diameter (od) of the distal tip, and od of the middle of the device could not be performed due to the device condition. The od of proximal section of the device is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13000. Reportable based on the investigation of the relate rotaburr complaint. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 1.25mm rotalink¿ plus was selected for use. During the procedure, a non bsc balloon catheter failed to cross the target lesion. The non bsc balloon was then replaced with a 1.25mm rotalink¿ plus and a rotawire and the rotalink¿ plus was used initially at 190,000rpm. However, it was noted that the burr became stuck in the narrow stenosis of the target lesion. The physician removed his foot from the foot pedal and it did not rotate at first. Then, the physician tried to remove the burr and the rotawire together with the non bsc guide catheter by pulling for 5 to 10 minutes with force. When it was taken outside the patient's body, it was noted that the joint part of the burr and shaft got separated. The rotawire floppy remained in the boundary of the radiopaque marker and opaque and the burr was in free condition along the rotawire. The device was able to be successfully retrieved. The procedure was not completed and treatment was to be prescribed again. No further patient complications were reported and the patient's status was stable. However, device analysis, revealed that the rotawire was stuck with the burr.